Event description:
It was reported that cup was loose.

Manufacturer narrative:
An eval of the reported device cannot be performed as the device was retained by the hosp and was not returned to the MFR. Additional info including x-rays and medical records was requested but not made available. Should additional info become available, the eval summary will be submitted in a supplemental report.